Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reasonably suggests the reported motor that occurred on 2018-(B)(6) at 01:11 with recovery on 2018-(B)(6) at 15:54 occurred prior to implant (pending motor stall alarm).the pump was implanted on 2018-(B)(6). The patient did not experience any symptoms. The issue was considered to be resolved as of 2018-(B)(6). No troubleshooting was performed and no further actions were taken. The pump remains implanted - in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was unknown if the patient experienced any symptoms. It was reported that it was unknown if there were any contributing factors that could have led to the motor stall. It was unknown if any actions/interventions were taken to resolve the event. It was reported that no device had been explanted. There were no reported complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20, 0 mg/ml at 3, 202 mg/day via an implantable pump for an unknown indication for use. It was reported that on the first interrogation report of the pump there was an alarm activated on the pump. There were no reported patient symptoms. It was reported that the pump was implanted on (B)(6) 2018. Pump logs were provided and indicated that there was a motor stall that occurred on (B)(6) 2018 at 01:11 and there was a motor stall recovery occurred on (B)(6) 2018 at 15:54. There were no reported complications.